Event description:
It was reported the patient had received a patient notification soon after implant but didn't report to the hospital until several months later. At follow-up loss of capture, high impedance and low sensing were noted. X-ray showed no abnormality with the lead. During the explant procedure, when the pocket was opened, sensing, capture threshold and impedance returned to normal values. Insulation damage was noted. The lead was explanted. Patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.